Event description:
Follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments the fell into the patient, also there were no procedure delays or patient harm or injury reported due to the issue on the instrument.

Event description:
It was reported that during a da vinci-assisted other colorectal surgical procedure, the mega suturecut needle driver instrument, and the scissors were not cutting the suture. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: dr. Went to use the mega suturecut needle driver 1, and the scissors were not cutting the suture.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blades damage at the midpoint of the blades. The two blades' edges were indented. The blades indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.